Manufacturer narrative:
The insulin pump received with no vibration during self-test due to broken black wire on vibrator motor. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an absence of the vibrate function during normal device use. The caller did not know the blood glucose reading. No low battery status was present. The caller stated that a battery replacement did not resolve the issue. No vibration occurred during the self test. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.